Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.

Event description:
The date of this event is unknown. The complaint has reported that a female patient underwent a therapeutic procedure to place a tracheal stent due to lung cancer. During deployment of the ultraflex tracheobronchial stent, the crochet deployment suture broke. The stent was partially deployed (approx 23-30% deployed). The device with the deployment system was removed from the patient without issue or consequence. The patient was discharged to home until another of the same device could be ordered. The procedure was successfully completed later the following week. The patient tolerated the procedure well with no reported adverse effects.